Manufacturer narrative:
Investigation: customer returned (1) loose 0.5ml, 30g x 8mm bd insulin syringe. Consumer reported broken barrel. The returned sample was examined and exhibited the hub-needle/shield assembly separated from the syringe barrel; no damage to the barrel was observed. A review of the device history record was completed for batch# 7277532. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200723924, 200723738, 200721773] noted that did not pertain to the complaint. There was one (1) notification [200722291] noted for damaged tips. Bd was able to duplicate or confirm the customer¿s indicated failure ¿ the hub-needle/shield assembly separation would be the reason why the customer would think the barrel was broken (as reported). CAPA 97451 has been opened for the hub separation issue. Possible root causes for hub separates issue include: - broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. - a misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. - hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe.

Event description:
It was reported that the syringe 0.5ccm 30ga 8mm bls 100bx/500 ap experienced product damage. The following information was provided by the initial reporter: "broken barrel"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ccm 30ga 8mm bls 100bx/500 ap experienced product damage. The following information was provided by the initial reporter: "broken barrel".